Manufacturer narrative:
Initial trend analysis for lot 61182 was conducted, no malfunctions were found. This is the only complaint for lot 61182. Further investigation will be conducted to determine the root cause of complaint.

Event description:
An indirect complaint received from a distributor regarding insulin syringes from lot 61182 that the cannulas are "frayed and unusable".

Manufacturer narrative:
Initial trend analysis for lot 61182 was conducted, no malfunctions were found. No abnormalities found during retained lot testing.

Event description:
An indirect complaint received from a distributor regarding insulin syringes from lot 61182 that the cannulas are "frayed and unusable."